Manufacturer narrative:
On april 28, 2026, additional information was received indicating that the user reported ongoing symptoms at the sensor insertion site, including numbness, pain, and sensations described as electrical. The user contacted the healthcare provider's office and was advised to contact the manufacturer. The user subsequently consulted a physician and scheduled an appointment for sensor removal. Based on device design and functionality, the sensor is passive and is not capable of generating or delivering electrical current sufficient to produce an electrical shock. There is no mechanism within the system that would allow the sensor or transmitter to produce electrical stimulation or shock. The user was advised to follow up with their healthcare provider for further evaluation and management. No device malfunction was identified based on the information available.

Event description:
On april 2, 2026, senseonics was made aware of an incident in which the user reported experiencing numbness and a tingling sensation at the sensor insertion site. The user indicated that the sensation extended beyond the insertion site to the surrounding area, including the arm. At the time of initial contact, the user indicated that their healthcare provider (hcp) was not aware of the event, and the user was advised to follow up with the hcp for further medical guidance.